Event description:
It was reported that the current device's battery was depleting faster than expected, exceeding 25% loss in a 24-hour period. There was no adverse impact to the customer's blood glucose level, as this specific information was not recorded. The patient declined assistance from technical support, and no additional information was provided regarding further actions or outcomes related to the event.